Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 450 mg/dl, resulting in dka and emergency room treatment. The user was treated with IV insulin and IV fluids and discharged the same day. The user recovered and ilet therapy was resumed.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and emergency medical treatment while using the ilet. This situation can result in acute metabolic decompensation requiring urgent intervention and is consistent with the reported treatment with IV insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed cgm sensor failure, after which the ilet entered bg-run mode and dosed insulin in response to entered bg values. Despite this dosing, the user developed hyperglycemia, and the device also issued occlusion alerts, which is consistent with a failed infusion set or other fluid pathway issue resulting in insufficient insulin delivery. Based on available information, the event was attributed to a cgm failure together with a suspected infusion set or fluid pathway issue, rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.